Manufacturer narrative:
Cardioquip's director of operations and epidemiology suspected device contamination due to the discoloration of the tubing. They recommended that the device receive hpc testing to provide a quantitative assessment of water quality. Following test results outside of cardioquip specifications, cardioquip recommended that (1) the device receive an internal water pathway replacement, or (2) the customer participate in cardioquip's trade-in program. The customer chose to perform an internal water pathway replacement to repair the device. Once the device has undergone repair, it will be returned to specification.

Event description:
Cardioquip's (cq) director of operations and epidemiology suspected that this device was contaminationed due to discoloration of the the internal tubing. They recommended hpc testing to provide a quantitative assessment of water quality. No patient involvement was reported. Hpc test results outside of cq specifications for water quality were received on 01/05/2026, indicating device contamination.